Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 6 months post procedure, the patient expired; the cause of death is unknown. The investigator and sponsor assessed the event as not related to the device or anti-platelet medication. The cec adjudicated the event as a cardiac death.